Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient felt her vns generator had migrated and was referred for exploratory surgery. It was later reported the exploratory surgery occurred on (B)(6) 2016 and it was found the generator had not migrated; the patient only had the perception of migration. Non-absorbable suture was used when initially implanting the generator and was removed and replaced with another non-absorbable suture.